Manufacturer narrative:
The insulin pump passed the operating currents test. However, alarms were noted during the prime test and basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was received cracked at the display window corner, reservoir tube lip and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The customer's blood glucose level was 413 mg/dl. She treated her blood glucose level with an insulin shot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.